Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 0 non-conformances on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 7 additional reports related to implant loosening, and 1 unrelated complaint. Total for lot number: 9 (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
On (B)(6) 2015, the patient underwent total right knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with depuy knee system and depuy bone cement x 2. On (B)(6) 2016, the patient underwent a right knee revision due to loosening of the tibial component, and pain. The surgeon reported the tibial component was easily extracted and de-bonded with one strike of an osteotome at the cement to implant interface. He noted a femoral component was extracted with osteotomes without difficulty and no bone less. The surgeon the patella was retained. The patient was implanted with a competitor system and depuy cement x 2. There were no complications to the procedure. Doi: (B)(6) 2015; dor: (B)(6) 2016 (rt knee).